Event description:
Event 1: on (B)(6) 2026, a healthcare provider reported to b. Braun medical inc. (Bbmi) that five (5) patients experienced blood loss during use of bloodline devices after inability to rinse blood back to the patient due to clotting within the system. Additional information received indicated reports of air in line alarms, micro air observed in the venous chamber, and unsuccessful attempts to clear the alarms during treatment. Blood subsequently clotted within the system and could not be returned to the patient. Follow-up from the sales rep revealed multiple potential contributing factors, including setup, vascular access, and clinical practice considerations. Specific patient outcomes and severity of blood loss were not further described.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.